Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr was stuck in the vessel. The target lesion was located in the left anterior descending artery. A rotawire and a 1.5mm rotalink burr were selected for use. Platform testing was performed outside of the patient. Upon entering the vessel and just proximal to the lesion, the system was turned on and the burr got stuck in the vessel. The burr and wire were cut and a non bsc guide catheter, used as an extension catheter, was advanced over the rotalink to aid in removal of the device. A trapping balloon technique was then performed and the burr and wire were removed together. The procedure was completed with a different device with a good outcome. There were no further patient complications and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: only the partial drive shaft of the catheter unit was returned without the remaining catheter housing. A partial guidewire was stuck in the burr and could not be removed. The distal coil was broken and detached from the remaining handshake section of the shaft. The outer sheath was separate to the distal shaft and separated from the strain relief. The burr was microscopically examined as per rotalink plus workmanship standards, the annulus of the burr was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr was stuck in the vessel. The target lesion was located in the left anterior descending artery. A rotawire and a 1.5mm rotalink burr were selected for use. Platform testing was performed outside of the patient. Upon entering the vessel and just proximal to the lesion, the system was turned on and the burr got stuck in the vessel. The burr and wire were cut and a non bsc guide catheter, used as an extension catheter, was advanced over the rotalink to aid in removal of the device. A trapping balloon technique was then performed and the burr and wire were removed together. The procedure was completed with a different device with a good outcome. There were no further patient complications and the patient's status is good.